Manufacturer narrative:
Review of the device manufacturing record history. Review of the device manufacturing record history confirmed device met pre-release specifications. The investigation is presently in progress.

Event description:
On (B) (6) 2010, pt was implanted in the upper left arm with a gore propaten vascular graft for an a-v access procedure. During unspecified follow-up date, it was noted that pt developed an allergic rash, which spread from arm to chest wall. Pt had a central venous stenosis in place during implant. On (B) (6) 2010, the graft was explanted.